Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In this case, because a specific screw type could not be identified, a recommended torque value could not be determined. Complaint indicates screw loosening, and that the head was stripped. The alleged event was non-verifiable with the information provided. A root cause for the complaint could not be determined.

Manufacturer narrative:
Device has not yet been returned to manufacture.

Event description:
It was reported that patient presented with a unknown loose screw. Dentist tried to tighten it but was unsuccessful. The screw head has been stripped.